Event description:
Follow-up information from the clinic indicates the patient was seen and there were no performance issues with the device or leads. The device system is functioning normally, and no intervention was taken.

Event description:
It was reported by the patient that three days after implant of the device they woke up with a very rapid heart beat, high blood pressure, and fast pulse rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).